Event description:
The director of respiratory therapy at the account reported the connector end of the oxygen hose on the unit broke apart when the therapist was plugging it into the 50 psi outlet. There was no patient harm, patient information has been requested.

Manufacturer narrative:
Patient information was requested; none has been provided.